Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping repair history for this device is not available. Root cause for the issue cannot be conclusively determined. The connector got loose, and this led to breakage. As a result, the connecting tube was not possible to be connected. The connector may have got loose from accumulated stress applied by the user, or the user may have hit some hard objects to the connector. Abnormality is detectable by inspecting the equipment in accordance with the following instructions for use. Chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Field service engineer (fse) went on site to repair the device. The customer had put the yellow connector back together without the plunger and spring. Fse replaced plunger and spring in the yellow connector. Equipment was repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the oer-pro were not removed, so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, the yellow connector of the device came apart. The customer tried to put the connector back together unsuccessfully. Necessary parts were not included in the reassembly of the connector. There is no harm reported to any patient.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Event took place during reprocessing. It is not known how the yellow connector came apart. The staff is trained and experienced in the use of the device.